Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an already scheduled device change out procedure, an electrode insulation defect was observed, at the location near the connector pin. Technical services was contacted at which time product replacement was recommended however, the physician elected to repair the defect using a lead repair kit in lieu of product replacement. Extensive integrity testing was recommended during the post implant system evaluation to ensure appropriate sensing and functionality of the system. No resulting adverse patient effects were reported and to date, this electrode remains implanted and in service with no additional complications reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an already scheduled device change out procedure, an electrode insulation defect was observed, at the location near the connector pin. Technical services was contacted at which time product replacement was recommended however, the physician elected to repair the defect using a lead repair kit in lieu of product replacement. Extensive integrity testing was recommended during the post implant system evaluation to ensure appropriate sensing and functionality of the system. No resulting adverse patient effects were reported and to date, this electrode remains implanted and in service with no additional complications reported.